Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after an interventional lower extremity angiogram procedure using a 6f sheath. Reportedly, the device was advanced into the anatomy with no flow from the marker lumen seen. The needles were deployed and the suture was cut; however, the footplate was difficult to retract. The device was stuck. After multiple attempts, it was removed with force making the access site bigger than 6f. A non-abbott device was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The reported difficult to remove, obstruction of flow, and difficult to open or close could not be confirmed as it was related to operational circumstances and the device was not returned. A review of the manufacturing records and a review of complaint history could not be conducted as the device was not returned and the lot number was not reported. Reportedly, the device did not have bleed back from the marker lumen, however, the device was still deployed. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not deploy the foot in the artery unless brisk pulsatile flow of blood ("mark") is evident from marker lumen. It is likely the IFU violation contributed to the reported difficulties. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and force was used to remove it. It should be noted that the electronic perclose proglide IFU, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be due to use error. In this case, it is likely related to the under insertion of the device causing an interaction with patient anatomy with the foot preventing the foot from fully closing inhibiting removal, leading to vessel damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.